Event description:
It was reported that a malfunction alarm occurred on a pump. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Technical support provided information to reset the pump, assisted the customer with this process, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred.